Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient reported the cause of the peritonitis was due to that the patient ¿somehow contaminated the line as they were coughing, sneezing and their nose was running¿ and part of the catheter was not fully covered while they were connecting to the solution bag. It was reported the patient presented to the physician three days after event onset; however, the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Action with pd therapy was not reported. At the time of this report, antibiotic therapy was ongoing, and the patient outcome was not reported. No additional information is available.